Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited inappropriate atp and incorrect interpretation of signal. Further information was requested however, was not provided.